Event description:
It was reported that a user experienced hyperglycemia while using the ilet with a teflon 23 mm infusion set, with the highest recorded blood glucose of 233 mg/dl, no device alerts, and recent supply change and meal announcement; the user suspected a continuous glucose monitor (cgm) issue, while the agent recommended changing infusion supplies and contacting clinical support. Customer care provided support that included recommendation to replace infusion set and escalation to clinical support. Investigation of this case revealed no device alarms and no confirmed device malfunction, and the cause of the hyperglycemia remained unclear. Symptoms included thirst and headache, consistent with hyperglycemia. Outcomes included no hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.